Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b5 section of this report. The information related to event date has been updated and provided in b3 section of this report.

Event description:
On september 27, 2020, customer reported going to the emergency room on september 24, 2020 for high blood glucose and diabetic ketoacidosis. However, customer did not meet the new criteria for diabetic ketoacidosis. Customer has been having sensor glucose vs blood glucose issues. Customer also did receive sensor updating and change sensor alerts. Pump was used at the time of the incident. It is unknown if auto mode was used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on unknown date. It was unknown that how the customer was treated at the hospital. It was unknown that customer using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.